Manufacturer narrative:
Product analysis: analysis was able to confirm the stylus calibration issue. The connection between the printed circuit board (pcb) and the overlay was reseated. The software was reconfigured, reloaded, and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was off. The user attempted to insert a new stylus and calibrated it but the cursor was still misaligned. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.